Event description:
It was reported that the ilet touchscreen cracked at the right corner and became unresponsive after unlock, and the clip had broken earlier; the issue was characterized as an unresponsive key or button affecting the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with the touchscreen resulting in unresponsive inputs. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Investigation description. Display damage due to impact.